Manufacturer narrative:
FDA registration # (B)(4). Block h6: medical device problem code a15 captures the reportable event of "opened 6 clips, only 2 fired correctly". Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and it was noted that there were no visible failures. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during an esophagogastroduodenoscopy with repositioning of esophageal stent and endoscopic clipping procedure performed on april 12, 2021. During the procedure, six clips were opened and used; however, only two clips were fired correctly. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration # 2000330000-2021-8034.

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used during an esophagogastroduodenoscopy with repositioning of esophageal stent and endoscopic clipping procedure performed on (B)(6) 2021. During the procedure, six clips were opened and used; however, only two clips were fired correctly. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.